Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received device not returned.

Event description:
It was reported that the top of two cartridges leaked. Blood glucose was 200 mg/dl. A new cartridge was successfully loaded to address the event.